Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This record will be updated when the evaluation is completed.

Event description:
It was reported that the handpiece began to smoke during a procedure. Attempts are being made to collect additional information surrounding this event. There were no adverse consequences reported.